Event description:
It was reported to philips that the monitor was unable to display the live image. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. The customer reported that the system was not displaying the live image, which was rectified by the biomed through the replacement of the defective disk with a functional one. No further information regarding the issue has been provided by the customer. No onsite service has been performed by philips since the service quotation was cancelled by the customer. To date, there have been no further reports of this issue.